Manufacturer narrative:
Device not returned.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 150 units of insulin during the load sequence. The cartridge was re-loaded to address the issue. Customer¿s blood glucose level was 451 mg/dl.